Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed far p oversensing. Programming changes were made, which did not resolve the oversensing. The patient received high voltage therapy after the initial programming changes were made. It was not known if the device responded inappropriately, as the shock egms were overwritten by non-sustained oversensing alerts. Further programming changes were made. The patient was stable.

Event description:
New information revealed that the newer programming changes did not resolve the oversensing. A lead revision procedure was scheduled for sometime in the fall.